Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date. It was reported that the generator was replaced due to battery depletion; near end of service - yes. The implant card was received indicating that the generator was replaced prophylactically.

Event description:
It was reported that the patient has experienced difficulty swallowing and "throat issues" with device stimulation. The physician wants to have the patient's generator replaced. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
Analysis of the generator was completed on 11/10/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The final electrical test, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.